Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to FDA 483 issued april 16, 2014. Devices listed in this report is (are) use for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have been experiencing red, splotchy and itchy skin. The end user cleans with water only. Appliance changing procedures were reviewed with the end user. The patients subsequent outcome was not noted.